Manufacturer narrative:
(B)(4). The sample was returned and sent to the supplier (B)(4) for evaluation. (B)(4) reports that the unit in question was unable to be evaluated due to a shipping and logistics issue; therefore, the complaint was evaluated based upon the description and information provided. A review of complaint files was conducted and there have been no other similar complaints with the identified lot number. At this time the complaint referenced above appears to be an isolated incident. While a specific cause for the bond failure could not be identified, several in-process manufacturing controls are used to assure the quality and strength of the cannula bonds. This includes, but is not limited to, extensive operator training, custom fixtures to control solvent dipping length, and routine sample testing of bond strengths throughout each shift, utilizing both non-destructive and destructive test methods. Additionally, (B)(4) monitors complaints for issue or event trends.

Event description:
Customer complaint alleges "respiratory therapist noticed the lariat was detached from the nasal cannula during use on patient. This issue was caught prior to any issues with patient care." Patient condition reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
Customer complaint alleges "respiratory therapist noticed the lariat was detached from the nasal cannula during use on patient. This issue was caught prior to any issues with patient care." Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). The device involved in this complaint has been returned to the manufacturer, however, the investigation of said device is still in progress at the time of this report. A follow up report will be submitted at the conclusion of the device evaluation.

Event description:
Customer complaint alleges "respiratory therapist noticed the lariat was detached from the nasal cannula during use on patient. This issue was caught prior to any issues with patient care." Patient condition reported as "fine".